Event description:
While using a byte day aligners, patient reported that the aligners were causing some malocclusion and their tooth chipped because of it. Patient had seen their dentist and they were informed to go back to the last aligner that did not cause this issue so that their teeth would stay in place without causing more chipping.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.